Manufacturer narrative:
The device was received with the battery voltage in normal range. Analysis performed indicated normal device characteristics, and the device was able to interrogate through inductive and radiofrequency (rf) telemetry. Analysis of the device image showed excessive high power telemetry usage, which could cause the rf function to be temporary disabled in order to preserve battery power. The device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that during device preparation, the pacemaker would not establish telemetry. There was no patient involvement.